Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Under water pressure testing was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified line of the homechoice cassette leaked; further described as " the tube that connects the extraneal had fluid leakage". This occurred before use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.